Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.

Event description:
Customer reported a problem with her freestyle blood glucose meter. She reported having elevated blood sugar and experiencing the following symptoms: "dizziness and headaches". She went to the "medicine clinic to see her doctor after the incident" and also reported being diagnosed/treated for dka (diabetic ketoacidosis). The customer took her diabetes medication to counteract the event. There was no report of death or permanent impairment associated with this event.